Event description:
Covidien received a report of a patient death involving a n-550 at the holland-glen, quakertown, pa facility. The patient was found hypoxic due to a tracheostomy obstruction, and transferred by lifeflight to childrens' hospital of philadelphia. It is reported that the patient died 9 days later. Pro2 respiratory services is the company that sells and services the equipment for holland-glen. It is reported that the equipment was picked up after the incident and inspected, nothing wrong was found and the equipment was placed back in service by pro2 respiratory services.

Manufacturer narrative:
A review of the serial number service history found that the device was returned to covidien on 10/06/2007, six months after the reported incident date, for a reported spo2 error code on power up. No information was received at that time to indicate an incident had occurred previously. During evaluation, the reported failure was isolated to the spo2 pcba assembly and this assembly was replaced. Also replaced was a cracked bottom case, a loose ground cable and batteries. The unit was tested per covidien's service procedure and was found to function properly. The device was returned to pro 2 respiratory.